Event description:
The consumer was sleeping and was suddenly awakened and allegedly saw the concentrators smoldering. The consumer alleges the concentrators started a fire. No injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. (B)(4). No RMA has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 5 years 1 month old at the time of the incident. The owner's manual part number 1118353 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare received a call from the territory business manager (tbm) out of (B)(4). She informed invacare that there was an incident on (B)(6) 2010. Allegedly two concentrators caught on fire which caused property damage to the consumer's fifth wheel (camper). There was no personal injury reported. The concentrators were smoldering and burning. The consumer lives at a (B)(4). The dealer contacted the tbm about the incident. The consumer stated that it was extremely hot in the summertime. They placed the concentrators on the shelf with the cannulas outside. The dealer did not set-up the units. (B)(4) had this contract before (B)(4) took over. The dealer has all of the information on the repair/maintenance history. (B)(4) owns the units. Invacare confirms that there were cooking facilities on the campground and the fifth wheel. The tbm could not verify if anybody was smoking. The tbm stated that the units were plugged into an extension cord that ran to a pole. The other appliances were added on the same extension cord. The tbm confirmed that there was no smoking in the unit. According to the tbm the whole back of the camper is gone. The consumers did put the concentrators outside the camper because they ran too hot in the summertime. There were two individuals using two separate units. They were not tied together. The compressor and the line were melted. . Invacare received a call from the dealer. He stated that they are still waiting for the fire report. The area that the incident occurred is a small town and it is taking longer to obtain the report. The fire department is still doing their investigation. (B)(4) stated that as soon as he receives the report he will forward a copy to us as well. As of (B)(4) 2012 a fire report has not been received by invacare. No additional information received or expected.